Manufacturer narrative:
The manufacturer previously reported: "a healthcare professional reported that during the use of a trilogy evo device, the device stopped operating, and the patient passed away." The device was evaluated by the manufacturer. The repair evaluation stated, "during an operational check, the issue that the ventilator stopped was not reproduced and was not confirmed. Upon checking the log for the date of issue occurring, the history showed that the device stopped due to an operation. In addition, there were no other logs indicating device malfunctions observed. Moreover, no abnormalities were observed in an investigation and functional test for the inside of the device." The device logs were reviewed by the pmsce team and found that the patient had been manually placed in standby for approximately 8 hours, corresponding with the times given during the event.

Event description:
A healthcare professional reported that during the use of a trilogy evo device, the device stopped operating, and the patient passed away. The investigation is still ongoing. Should a device evaluation be complete, a supplemental report will be filed.